Manufacturer narrative:
Submit date: 8/30/2017.

Event description:
It was reported to covidien that a customer had an issue with an enteral feeding pump. Upon triage of the unit on (B)(6) 2017, service found that there was thermal damage on a component of the enteral feeding pump. When the pump was disassembled, burn marks were found in the circular cable hole in the rear exterior casing.

Manufacturer narrative:
An evaluation of the kangaroo pump was performed for the service finding of thermal damage. The unit was triaged and the reported issue was confirmed. This may be the result of the use of an unauthorized power adapter by the user. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. If information is provided in the future, a supplemental report will be issued.